Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign matter was found inside of a 2000ml exactamix eva tpn bag. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Per the images, several black spots were observed; however, it cannot be determined that these black spots are loose particulate matter or are adhered to the surface of the bag. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.